Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook was analyzed and found to have a broken monopolar yaw pulley at the distal clevis. Broken pieces are missing as a result of breakage. The size of missing piece is approximately 0.2305" x 0.0710". The components surrounding the break did exhibit damage that would have contributed to the broken yaw pulley. The distal pin is missing. Additionally, the distal pin on the distal end is visibly missing. The missing pin was not returned with the instrument. This causes the spatula to move uncontrollably. The instrument was found to have a derailed grip cable from its normal position at the distal end. The instrument failed the intuitive motion test due to a broken yaw pulley. A visual inspection of the blackened found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the permanent cautery hook instrument was noted to be loose and not rotating properly. The device was not used on the patient.